Event description:
It was reported when using the pyxis medstation es system that it had a communication issue, patient data was not shown up. The customer reported there was a delay in dispensing medication to patient there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by system performance. The technical service engineer performed resync without dropping the database to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.